Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device gear seized, jammed, and was heavy moving. It was further determined that the device failed pretest for general condition, check proper function of the triggers, check falling out protection (steal ring), check fitting of the lids, check function of all modes, check response of on/off trigger. It was noted in the service order ¿engine without force¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.